Event description:
It was reported that during a hysterectomy procedure, a bent clip came out at closing the abdomen wall. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). Nonconforming cartridge weld the analysis results showed that one instrument was returned non-functional due to jammed staples in the cartridge nose, causing the staples not to properly advance. In addition, an insufficient cartridge nose weld was noted. No functional test could be performed with the device. The cartridge weld is directly related to the cartridge gap. The cartridge gap is crucial for staple formation. When the cartridge weld is not sufficient, the gap will be larger than optimal and staples will not hit the anvil correctly and in some cases, bypass the anvil, resulting in unformed staples. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
The account stated that the architect analyzer generated a total b-hcg result of 7.67 miu/ml. The sample was repeated and was 1373 and 1.30 miu/ml on another architect analyzer. There was no report of impact to patient management.